Event description:
Information was received that device display is malfunctioning. No adverse effects reported.

Manufacturer narrative:
Other, other text: additional information: b3(event date) and h6(patient code). Additional information received 9 november 2020 that the event was discovered (B)(6) 2020 during testing. No alarm. No patient involvement.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The visual examination showed the device was in poor condition with damage to multiple components. Once the device was powered on the lcd was flickering. Once the main printed circuit board was replaced this issue was resolved. The cause of the issue was not confirmed.